Event description:
When prepping rio aspiration catheter, noted it was missing the sideport for the wire. A second rio aspiration catheter was obtained and while prepping this one, noted pinhole leak in shaft. Neither catheter was used, just prepped. Catheters returned to manufacturer for failure evaluation.